Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 472 mg/dl. Troubleshooting was performed. The wife stated that her husband was incoherent, disoriented, and dehydrated. No further info was provided.